Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance appears to be related to the operational context of the procedure, as it is likely the device interacted with the moderately calcified, heavily tortuous lesion during advancement, resulting in the reported failure to advance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified left anterior descending artery. A 2.5x48mm xience xpedition stent delivery system failed to cross due to anatomy. A 2.8x19mm graftmaster covered stent was attempted to cross; however, failed due to anatomy. A unspecified covered stent was used to successfully complete the procedure and seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.